Manufacturer narrative:
The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A log review was performed from the dates (B)(6) 2020 to (B)(6) 2020 and the vessel sealer extend instrument was not found in the logs for the reported date ((B)(6) 2020). However, the vessel sealer extend that is being returned for failure analysis was seen being used on (B)(6) 2020 with no observed errors. This complaint is being assessed as reportable because the vessel sealer extend instrument reportedly did not sufficiently complete a seal and the audible beeps from the generator indicated that the seal was complete. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a vessel sealer extend instrument was not being recognized by the system. After reseating the instrument several times, it was recognized, but while in use it was not sealing and cutting as intended. The procedure was reported to have been completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer site and additional information was obtained about the complaint: the patient experienced some slight oozing of blood; it is unknown if this oozing was related to the reported issue. Audible tones were heard and were described as ¿chimes then a gun ¿clocking.¿¿ the site received messages saying the instrument was not recognized, but the instrument eventually was recognized and ported; no other errors or messages were noted. The target tissue was multiple, small vessels that were not greater than 7mm. It is unknown if the patient had undergone any pre-surgical chemotherapy or radiation treatment or if the vessel was calcified. The vessel sealer extend instrument did not encounter any obstructions such as staples or clips. It was noted that the vessel sealer extend instrument did not ever work during the procedure. The site reported that the there was no thermal effect observed on the patient¿s tissue and it was considered insufficient for cutting. The reporter described the instrument issue: ¿the instrument was being used and the tones made it seem it was working but when the jaws opened up, the tissue remained unchanged with no sealing and no cutting.¿ it was reported that there was not much bio debris on the jaws of the instrument. The surgeon reported that they believe the cause of the issue was that the vessel sealer extend instrument wais defective. It is unknown if there is any video recordings or images of the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The following sections were updated: d10, g7, h2, h3, h6, h10, h11. 4310 - intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "would not seal and cut as intended." The instrument was unable to be tested for energy delivery due to the fact that it was returned damaged with a bent main tube. The bending damage is located around the middle of the main tube. This failure is most commonly caused by misuse, such as excessive loading, or improper handling during transport. The instrument passed an electrical continuity test. Review of the logs found no errors related to sealing and the ceramic dot verification test passed. It was reported that the vessel sealer extend instrument was not sealing sufficiently. Based on the additional information obtained from failure analysis investigations, there is no change in the reportability decision; this complaint remains reportable.